Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine the cause for the reported clip causing damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a flail. An xtw clip was inserted and deployed on the mitral valve. However, post-deployment, a lot of movement was observed. Therefore, an additional clip was inserted and grasping was performed. While grasping, the clip came into contact with the first clip, causing that clip to detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was then implanted, stabilizing the first clip and reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.